Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a spine fusion procedure. It was reported that tap broke off in pedicle. Additionally, it was stated that it did break off in the patient and the surgeon decided to leave it. All of the broken pieces was not retrieve from inside the patient. It was also indicated that the case was completed without incident. There was no reported delay to the procedure. There was no impact on patient outcome.

Manufacturer narrative:
The tap was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. The tap was physically damaged. (B)(4). If information is provided in the future, a supplemental report will be issued.